Event description:
On (B)(6) 2013 the reporter contacted animas to report the up/down buttons were intermittently activating the desired pump functions on the reported pump. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.